Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the or for a generator change due to normal eri, externalized conductors were observed on the lead. Patient was asymptomatic. The electrical function of the lead was stable. The procedure was postponed due to the externalized conductors. Two days later, the lead was explanted and replaced. Patient was in stable condition after the procedure.